Event description:
It was reported a spectrum pump alarmed system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 was confirmed and reproduced during the device evaluation while attempting to load a set and closed the door. This condition was determined to have been caused by a failed lower link switch. The lower auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.